Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9; g3; h2; h3; h6. H6: component code: mechanical (g04)- stem. Visual examination of the returned product identified there is coating missing at the proximal end of the hip. There is also visible debris on the body of the device. The porous around the hole location has a gap. One side of the gapped portion had chipped off. The remaining porous coating could not be peeled away from the stem. It was noted that the cross slot was damaged and the chipped porous and delamination confirmed. The go gauge would not pass through the slot. This is due to peening of the top surface of the slot. It is unknown ID the damage to the cross slot caused or contributed to the event. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the coating on a hip stem was found to be peeling. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source china. Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.